Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right common femoral artery using a 4.5f non bsc sheath. The target lesion was located in the right anterior and posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150 cm coyote¿ balloon catheter was advanced for dilatation in the posterior tibial artery and was initially inflated at 10 atmospheres. The physician then advanced the same balloon catheter for dilatation in the anterior tibial artery, however, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. There was no kink prior to use and no resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 22cm coyote¿ balloon catheter. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right common femoral artery using a 4.5f non bsc sheath. The target lesion was located in the right anterior and posterior tibial artery. After a non bsc guide wire crossed the lesion, a 2.0mm x 150mm x 150 cm coyote¿ balloon catheter was advanced for dilatation in the posterior tibial artery and was initially inflated at 10 atmospheres. The physician then advanced the same balloon catheter for dilatation in the anterior tibial artery, however, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. There was no kink prior to use and no resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 22cm coyote¿ balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. There were numerous kinks throughout the inner shaft under the balloon. There was a hole in the shaft 4cm distal of the proximal markerband. The damage to the shaft is consistent with damage that can occur due to interaction with a guide wire. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the hole in the shaft. Microscopic examination presented no damage or irregularities in the balloon material. There was no leak in the balloon when the inflation device was attached to the device. Microscopic examination presented no damage or irregularities in the markerbands and bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).